Event description:
It was reported that patient presented in clinic after receiving a vibratory alert for non-sustained lead noise episode. A non-sustained lead noise episode was observed possibly due to sensing latency on the far-field channel. No programming change was made. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.